Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using a 7f amplatzer trevisio intravascular delivery system. During implant the left atrial disc of the device took on a cobra shape. The device was removed from the patient and replaced with a new 10mm amplatzer septal occluder using an 8f amplatzer trevisio intravascular delivery system. There were no interactions with cardiac structures nor were there any angulations or kinked noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. There were no adverse effects to the patient. The patient status is noted as fine.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.